Event description:
It was found during a baxter's functionality testing that a spectrum pump had a "false upstream occlusion" alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and evaluated. During eval, the device experienced a "false upstream occlusion" alarm. Review of the history log found multiple occurrences of "upstream occlusion" alarms. Further eval determined the cause to be a wide inscribed pin dimension of the upstream sensor. The upstream sensor was replaced.